Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (failure to deliver device and stent deformation; patients condition affected effectiveness of device (80% stenosed, severely calcified and tortuous); deformation problem (stent) conclusion, results: inherent risk of procedure¿ failure to deliver stent and stent deformation; device failure/lack of effectiveness related to patient condition (80% stenosed, severely calcified and tortuous).

Event description:
The physician was treating a lesion in the lcx , lm with a endeavor resolute drug-eluting stent. The lesion was 80% stenosed, severely calcified and tortuous. The device was inspected prior to use with no issues noted. No resistance was experienced when advancing the device. The device was unable to cross the lesion due to the severe calcification <(>&<)> tortuosity of the lesion. The patient is reported to be ok post procedure. It is reported that there is no relationship between product quality and failure to pass the lesion. Device evaluation: the hypotube was kinked 15cm distal to the strain relief. The distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 5th proximal segment was misaligned with raised struts, the 4th, 5th, 6th, 7th, and 8th distal segments are misaligned with some raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity) .